Event description:
A customer contacted baxter's (B)(4) and reported a burning smell that comes from the homechoice (hc) machine when it is turned on. The technical service representative (tsr) arranged to swap the hc. (B)(4) contacted the patient on (B)(6) 2010. According to the patient there was no smoke coming from the cycler, only a burning odor. The patient received a new cycler and has not had any further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of burning smell was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The pal evaluated the device. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. Inspection of the pem (power entry module) revealed minor fretting on the fuse contacts. A detailed internal inspection revealed no signs of overheating. The assignable cause for the burning smell was undetermined. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.